Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 4.1 and 4.2 was failed. The field service engineer replaced retractor band and module controller board to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the drawer 3.2 was failed. The customer stated that this malfunction caused a delay in patient care. There were no adverse events or injuries reported based on this incident.